Event description:
It was reported that a patient underwent a revision hip arthroplasty of competitor product on an unknown date in 2013. Subsequently, the patient was revised on (B)(6) 2013, due to no distal locking screws being implanted with the biomet stem. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.